Event description:
While drilling through the inserter for a right trochanteric fixation nail procedure, the guide slipped and the drill bit punctured the femoral head, but did not reach the acetabulum. Procedure was completed. This is the first of 2 reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Subject device is an instrument and is not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.